Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast reduction procedure, while on the table before handing the suture to surgeon, the device¿s suture came out of swage/coming off from the swage before doing stitches. In order to resolve the issue, another foil of suture was used which worked. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine devices. The visual inspection of the sample noted four sutures and nine needles. The needles were observed to be detached from the sutures. It appeared that the needle had disengaged under tension. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.